Event description:
It was reported to philips that collimator shutter was not functioning. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that the collimator shutter not functioning. After reviewing the log file, fse found that system reported a mechanical defect for the collimator. Fse found collimator shutters x-axis were mechanically struck. Fse replaced collimator assembly. After the replacement of collimator assembly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.